Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was found before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2019, the head nurse received feedback: three boxes of jingma indwelling needles were newly claimed from the warehouse. When one of the boxes of the jingma indwelling needle (model: 383028; batch number: 8171205) was dismantled, it was found that the indwelling needle was moldy from the large packaging carton to the middle packaging of the indwelling needle. The head nurse looked at the other two boxes of indwelling needles that were newly claimed. Only found that this box is moldy. It immediately reported the equipment section. The equipment section informed all departments of the hospital that it had been inspected. Only the pediatric indwelling needle was found to be moldy. Both the hospital and the dealer believe that the storage and uniform speed of all the indwelling needles are the same, but only the indwelling needle of this box is moldy. Therefore, it is considered that this situation has occurred in the production or packaging of our products. Hope we can assist in handling and returning." 200 occurrences were reported.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8171205. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the returned samples did not display the similar mildew traces, without the affected unit our team was unable to perform biological and composition testing to confirm the identity of the foreign body. Unfortunately, the root cause for this complaint could not be confirmed at the conclusion of our review.

Event description:
It was reported that mold was found before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on august 18, 2019, the head nurse received feedback: three boxes of jingma indwelling needles were newly claimed from the warehouse. When one of the boxes of the jingma indwelling needle (model: 383028; batch number: 8171205) was dismantled, it was found that the indwelling needle was moldy from the large packaging carton to the middle packaging of the indwelling needle. The head nurse looked at the other two boxes of indwelling needles that were newly claimed. Only found that this box is moldy. It immediately reported the equipment section. The equipment section informed all departments of the hospital that it had been inspected. Only the pediatric indwelling needle was found to be moldy. Both the hospital and the dealer believe that the storage and uniform speed of all the indwelling needles are the same, but only the indwelling needle of this box is moldy. Therefore, it is considered that this situation has occurred in the production or packaging of our products. Hope we can assist in handling and returning." 200 occurrences were reported.